Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose exceeded 600 mg/dl due to bent cannulas. The customer had changed her infusion set six different times. The customer had four instances of bent cannulas and high blood glucose. The customer felt sick. She treated via manual insulin injection. Troubleshooting was declined for the insulin pump as she did not blame the insulin pump for the high blood glucose incidents. No products were returned or replaced.